Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted using two proglide device via a 6fr sheath, after an angioplasty interventional procedure. Reportedly, when the plunger was removed, the suture did not come out and the knot was loose with both proglide devices. An additional proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported needle to cuff miss was confirmed as a link break/suture retrieval issue. The reported loose knot was confirmed. Additionally, the posterior foot was separated and not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Review of the labels attached to the device history record for this lot was conducted and label indicated an expiration date (use by date) of 04/13/2017 and the procedure date was 04/10/2018 which is post expiration. The proglide instructions for use, in the graphical symbols for medical device labeling section, indicates the use by symbol which is the next to the expiration date. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.